Manufacturer narrative:
Product ID 8709, lot # j0039991r, product type catheter. (B)(4).

Event description:
It was reported that in 2002 or 2003 the patient went in for a refill. When the nurse aspirated the old medication from the pump they withdrew spinal fluid and this paralyzed the patient for a while until they put it back in. The patient couldn't "set up off the table" and could not move their legs. The nurse contacted the doctor who said some spinal fluid was pulled out. They put the fluid that she withdrew back in the pump. Approximately one hour later the patient started feeling okay.